Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The system controller event log file contained events on (B)(6) 2025 from 16:43:15 to 17:07:59, per the timestamps. The log file captured 2 low flow alarms in the setting of elevated pulsatility index (pi), as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia and hemolysis, which may be associated with the use of heartmate 3 left ventricular assist system (lvas). The IFU also lists arrhythmia as a potential late postimplant complication. Section 1, also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having persistent low flows. The log file captured several low flow events on (B)(6) 2025, as well as several low flow flags which did not persist long enough to trigger an alarm. The events occurred at times when the pulsatility index was elevated. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended. The patient was noted to be having frequent non-sustained ventricular tachycardia which was likely triggering the low flows. The patient was noted to be normotensive and asymptomatic. The patient was noted to have an elevated lactate dehydrogenase (ldh) and the patient was set to undergo computed topography (CT) scan to rule out pump thrombosis.